Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the digital board. Analysis reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during routine shift check by a clinician, the device powered up in the pacer mode and was unable to switch to defib mode. Complainant indicated that there was no patient involvement in the reported malfunction.